Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that she was snowmobiling and received the button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump did not have button response due to corroded keypad traces. No moisture damage on electronics noted. No button error alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.